Event description:
When the patient returned to the physician to have the inspire device re-implanted, the surgeon re-opened the original incision and found a large pocket of puss. The surgeon removed the remaining leads and the patient¿s issue was resolved.

Event description:
Patient received 2nd degree burn attributed to chemicals after spilling easy pro dvd cleaner on the ipg site. Following this incident, increasing ipg erosion was noted at the site of the burn. The ipg was surgically removed (B)(6) 2020 to address the erosion. The surgeon plans to re-implant a new ipg in the future.